Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the implantable pulse generator was inoperable, and the patient controller was displaying replace generator message. The patient lost therapy as a result of the inoperable ipg. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Event description:
Related manufacturer report number 3006705815-2022-01104. Related manufacturer report number 3006705815-2022-01105. New information received states that the device system was therefore explanted, and a new system was implanted. There were no complications during the procedure. Therapy was restored. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.